Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 28 days post implant of this 31mm mitral annuloplasty ring, it was explanted and replaced with a 31mm mitral mechanical valve for unknown reasons. No additional adverse patient effects were reported.